Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-05986 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-06118.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported PICC placed at 47cm with 7cm external on (B)(6) 2025. Secured with securacath. Removed due to extravasation of oxaliplatin chemotherapy from split line. Line accessed for chemotherapy and leakage noted when chemotherapy infusing. Additional information received 8/7/2025: patient was harmed - patient complained of a painful arm. On examination arm was swollen and red. Extravasation policy followed to treat oxaliplatin extravasation. PICC removed and on examination had split at 10cm mark. Booked into acute oncology clinic for monitoring of skin/tissue damage. Additional information received 08/12/2025: patient experienced swelling, pain and redness and received hyalurondiase injections subcutaneously around the site per extravasation policy. Patient has not yet recovered. Area is still red and painful and hard. Patient is being monitored by the acute oncology team. The catheter was removed same day the leak was discovered. A new catheter was inserted in the opposite harm (left side) on (B)(6) 2025. Complainant reports this did not cause a delay in treatment but the patient did not receive the 5fu chemo pump.